Event description:
It was reported that during an atrial fibrillation (afib) procedure, the sheath was tight and the flush that was not going through the sheath when the catheter is inside the patient. The customer was noticed this issue when the pump that irrigated the sheath gave an alarm. The case was completed by replacing the sheath without any patient consequence.

Manufacturer narrative:
(B)(4)